Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient presented to the emergency room for receiving a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) while brushing his teeth. The patient was hospitalized and the device was interrogated. Upon review of the episode it was noted that the shock was inappropriately administered due to oversensing of noise. When the patient was asked to mimic brushing his teeth, the noise that caused therapy delivery was reproduced on the alternate and secondary vector. On primary, the noise was still present but with a significantly reduced amplitude and wasn't marked. Other provocative maneuvers failed to manifest noise on the primary sense vector. Therefore, primary vector was programmed, even though automatic optimization returned secondary sense vector as the vector of choice. The field representative suggested that the physician perform a short-term ambulatory follow-up along with performing x-rays of the system. Boston scientific technical services (ts) was consulted to review the episodes. Upon review ts noted that the type of signal is pointing towards possible myopotential or motion related artifact. Ts discussed further troubleshooting and programming options. The s-ICD and electrode remain in service and no adverse patient effects were reported.

Event description:
It was reported that the patient presented to the emergency room for receiving a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) while brushing his teeth. The patient was hospitalized and the device was interrogated. Upon review of the episode it was noted that the shock was inappropriately administered due to oversensing of noise. When the patient was asked to mimic brushing his teeth, the noise that caused therapy delivery was reproduced on the alternate and secondary vector. On primary, the noise was still present but with a significantly reduced amplitude and wasn't marked. Other provocative maneuvers failed to manifest noise on the primary sense vector. Therefore, primary vector was programmed, even though automatic optimization returned secondary sense vector as the vector of choice. The field representative suggested that the physician perform a short-term ambulatory follow-up along with performing x-rays of the system. Boston scientific technical services (ts) was consulted to review the episodes. Upon review ts noted that the type of signal is pointing towards possible myopotential or motion related artifact. Ts discussed further troubleshooting and programming options. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that the patient received another inappropriate shock due to myopotential oversensing. The sensing vector was reprogrammed from primary to alternate. The s-ICD and electrode remain in service and no adverse effects have been reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.